Manufacturer narrative:
(B)(4). The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that shortly after a tracheal tube was inserted into the patient, the cuff was found to be leaking. Re-intubation was required, and successfully performed, without patient harm.